Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous right coronary artery. After a non-bsc guide wire crossed the lesion, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. There was resistance encountered when it came out from the guiding catheter and upon checking the device outside the body, the stent strut on the tip side was found to be lifted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported.